Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the pump with current supplies for insulin therapy. Additionally, the date and time were incorrect on the pump, cause was unknown. The customer corrected the date and time to resolve the issue. Customer¿s blood glucose level was 162mg/dl.